Event description:
The reporter stated that the up arrow, down arrow, and ok keypad buttons have been intermittently unresponsive since (B)(6) 2011. The reporter stated that the patient wears the pump in a case on her belt and does not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no visible damage to the keypad. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.